Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the husband's blood glucose was 57 mg/dl. The patient was treated with orange juice. Emergency medical services had also arrived on scene to assist with treating the hypoglycemia. Troubleshooting did not occur. The insulin pump was not returned for analysis.